Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-02120 for the auriga xl 4007 console, MFR report for the lighttrail single use laser fiber and MFR report # 3005099803-2021-02123 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and two lighttrail single use laser fibers were used in an enucleation procedure performed on (B)(6) 2021. During the procedure, the first laser fiber was burnt, degraded, and the laser console alerted 1103 - fiber identification failed. The fiber was replaced with another lighttrail single use laser fiber and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.